Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect calcium assay and the complaint lot did not identify an increase in complaint activity related to the issue under review. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Field data review suggest the product is performing acceptably in the field. Review of product labeling found adequate information regarding the issue under review. As part of troubleshooting samples were rerun, and the data suggests the product is performing acceptably. Based on the complaint investigation, no product deficiency of the architect calcium assay (ln 03l79-32) lot 02176un24 was identified.

Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for one patient. The following results were provided: initial result 3.53 mmol/l, repeated 2.21 mmol/l, a new sample was obtained the next day and the result was 2.19 mml/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the architect c16000 processing module for one patient. The following results were provided: initial result 3.53 mmol/l, repeated 2.21 mmol/l, a new sample was obtained the next day and the result was 2.19 mml/l. No impact to patient management was reported.